Event description:
The dr had difficulty removing the iab from the blister tray retainers, the balloon tip got crumpled. Another iab was used without any problems. Event complications: none from the event - rpt'd 6/2/97. Pt current status: unk - rpt'd 6/2/97.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely folded. Blood was noted on the exterior of the iab. A short membrane was noted to be in place over the catheter tubing. Visual examination revealed the membrane to be properly folded. No abnormalities were observed at the proximal or distal ends of the membrane. With a vacuum maintained on the folded membrane, it was possible to pass the short membrane retainer over the membrane. In addition, it was possible to pass the membrane through a laboratory 10 french, 6 inch sheath/hemostasis valve assembly without difficulty. The retainer was measured and found to be within datascope's mfg specifications. Probable cause of difficulty: based on the examination of the iab, it was not possible to verify the rpt'd difficulty. No defect was noted in the balloon membrane or membrane retainer. Difficulty removing the iab from the blister tray may be attributed to one or more of the following: a sufficient vacuum may not have been drawn and maintained on the folded membrane. The iab may not have been pulled straight out from the tray retainers. Datascope's instructions for use state the following: a. Remove the tray from the inner wrap. B. Remove only the extracorporeal tubing from the tray. C. Connect the sterile one-way valve to the iab male luer fitting. Connect the 60 cc syringe to the one-way valve. D. With the syringe, slowly aspirate at least 30 cc. Remove the syringe, leaving the one-way valve in place. E. Remove the iab by lifting the y-fitting and catheter from the tray and withdrawing the balloon from the protective sleeves. Pull the balloon straight out of the sleeves through the slot provided in the tray. The sleeves and clips will remain attached to the tray.